Event description:
Event description guidant received information that the patient had received mail from us to confirm she still had our products implanted. The patient contacted us to inform that the 1180 is no longer implanted. It was only implanted for 3 months and then removed when the patient passed out. The patient has a new physician and a competitive device. The caller is very upset that the 'company does not care" and feels that there was a 'cover up' and that is why the device was never analyzed. The patient stated 'thought it was insensitive to be reminded of the bad experience'. The patient is requesting not to receive anymore mail from us.